Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with critical pump error (open book image). Unit was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during event date. The adapt tool revealed four consecutive pump error 53 alarms on (B)(6) 2024 at 04:39:31.000 hour through 04:40:39.000 hour. During download history review, pump error 53 alarm was confirmed in (adapt). File #=2005 line #=5632, file # = 32109 line # = 228 proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies during visual inspection. Per software engineering log investigation, it was determined that pump error 53 was triggered when pump attempts to re-initialized/establish communication due to unstable power to rf chip, software error. Esf#(B)(4). Additional esf# was also provided for file # = 32109 line # = 228 (esf#(B)(4)). Unit also received with pillowing keypad overlay and scratched case. In conclusion customer allegation for critical pump error (open book image) was confirmed. Open book image alarm was triggered by pump error 53 caused by software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed for the event. Customer reported a critical pump error/open book image error no harm requiring medical intervention was reported. Product return status for mmt-1712k is unknown.